Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S.w version 4.11c. Pump was received with a broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.